Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant was off centered iol. The iol was exchanged for advanced technology intraocular lenses (atiol) model 22 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).